Event description:
User facility reported the first insertion of a disposable novasure device resulted in a vacuum alarm within approx 5 seconds. The device was removed and reseated "where upon a perforation occurred". The perforation was verified on hysteroscopy. The physician reported 2 perforations were seen on laparoscopy, following the hysteroscopy, and both were cauterized. The pt was observed and discharged home that day. The physician also reported the pt is doing well on follow-up.

Manufacturer narrative:
Expiration date: 10/10/2008. MFR date: 9/10/2007. Device history record review was conducted for the reported lot numbers. Currently unable to establish a relationship or impact to the reported observation due to no product available or serial numbers provided. According to the IFU under the warning section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment (step 2.36) although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.